Event description:
Pt developed a staph infection following an arthroscopy knee surgery and use of a pain pump.

Manufacturer narrative:
Eval summary: the device involved in this complaint has not been rec'd for eval and investigation. The info contained herein is based on the info provided by the initial rptr. The info provided indicated that the pt developed a staph infection following arthroscopy knee surgery and the use of a pain pump. Although requested, no add'l info has been rec'd. If add'l info is rec'd pertinent to this incident, a f/u report will be submitted.